Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was informed to continue using the pump and to call back if the malfunction code recurred, which the caller understood.